Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead was "loose" and may have dislodged. It was also reported that low thresholds were noted. The lead was removed and replaced. No patient complications have been reported as a result of this event.